Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date of the issue of abnormal noise was august 24, 2021, not october 29, 2021 as reported in initial MDR.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and corrections to g2 and h6. G2 - checked "other" to add the country india. H6 - corrected the component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the abnormal sound through the fan was likely from dust accumulated inside the device which occurred from the environment in which the device was operating. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, there was no output coming through both monopolar ports and there was abnormal sound through fan. Error 02 was also coming. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the oscillator fan was making abnormal sound. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.